Manufacturer narrative:
Product not yet returned for evaluation. Internal report number (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer performed another blood test that read "e-3." No adverse event reported.

Manufacturer narrative:
(B)(4). Evaluation completed, test strip no defect found; meter was found defected - root cause of malfunction: foreign material on strip connector (blood like substance).

Event description:
Consumer complaint of blood result reading of "lo". Customer performed another blood test that read "e-3". No adverse event reported.